Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connector on the interconnect cable was broken and needed to be replaced. No further repair information is available. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the stenoscop system had a broken cable in the housing unit, and that the system emitted too much radiation. No patient injury was reported.